Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported to company representative that after a patient was injected in the lips, marionette lines, lower mouth, chin and philtral columns with two syringes of juvéderm vollure¿ xc the patient experienced ¿delayed onset nodules ¿ about two months after injection in the lips and under the mouth that are hard to touch. Treatment is noted as hylenex, medrol dose pack, and clarithromycin. Event resolution is unknown at this time.